Event description:
The patient reported the device was defective and was told the battery needed immediate replacement, after less than three years. The device was explanted and replaced. Additional information later received from the patient reported the battery was "dead," and he heard beeping once, and it was "very, very faint." He was frustrated the device provided only one series of beeps on the day before replacement. The patient also reported he had "5 weeks of nightmare" post-replacement, "possible tias", challenges with blood thinners, history stroke and was "not myself at all." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.